Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the customer tried to use the product, found loose clip in the package.

Event description:
It was reported that when the customer tried to use the product, found loose clip in the package.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73d1900085 was manufactured on 04/02/2019 a total of (B)(4) pieces. Lot was released on 04/10/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the stapler was returned with two of the staples loose. The bottom and the rail were detached from the rest of the stapler. The pusher and the staples were loose. There were no staples remaining in the cover block. It appears that the bottom was not properly welded to the cover block, which allowed the rail, pusher and staples to fall out from the stapler. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." It appears that the bottom was not properly welded to the cover block, which allowed the rail and the staples to fall out from the stapler. A nonconformance has already been opened as a result of this issue. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "loose parts - staples" was confirmed based on the returned sample. The stapler was returned with two staples loose. The bottom and the rail were detached from the rest of the stapler. The pusher and the staples were loose. It appears that the bottom was not properly welded to the cover block, which allowed the rail, pusher and staples to fall out from the stapler. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.